Event description:
The customer was hospitalized for hypoglycemia. It was indicated that the customer was still connected to the pump while priming. Moreover, the customer was educated on the importance of disconnecting during a prime. No further details.